Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Blood glucose level ranged between 120-130mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.